Event description:
It was reported that the patient never had therapeutic effect. A shocking/jolting sensation was also reported as well as stimulation in the wrong location. Impedance testing, x-rays, and reprogramming were performed. The patient experienced pain and less than 50% therapy relief. The patient reported jolting sensations at the battery site whether stimulation was on or off. She was also complaining that stimulation was either on both sides or all on the left side when her affected side was on the right only. She also was not getting stimulation in her back as needed. X-rays determined that the lead had shifted to the left. Reprogramming was performed to move stimulation to the right side more but they were unable to achieve back stimulation. The patient had a follow-up appointment on (B)(6) 2015 to determine if she would have a revision of the lead/pocket or an explant. Initial follow-up determined no additional information. Further follow-up was performed to determine if any intervention had occurred, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).